Manufacturer narrative:
The microtip assembly was returned for complaint evaluation. Per the customer's reported failure, the needle had separated from the handpiece. Visual inspection also found that the sheath was pushed back into the case nose. Functional testing could not be conducted in this state. The immediate cause of the broken needle is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user and aggressive force during use contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect. The immediate cause of the damaged sheath is user error. The state in which the device was received indicates improper technique was used, specifically, aggressive longitudinal force in addition to potential side loading.

Event description:
Per the information provided, at 2:57 minutes of cutting time the needle separated from the handpiece. The needle was retrieved from the patient. A second microtip was used and the needle separated from the handpiece at 5:20 minutes of cutting time (see MFR# 1000135560-2017-00119). A third microtip was obtained and used to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.